Event description:
It was reported an intra-aortic balloon pump was alarming "volume loss." The pt was transferred to another intra-aortic balloon pump without incident. There were no pt complications involved. No further details are available. The bio-med dept at the user facility evaluated balloon pump. A helium leak was identified in the front dome assembly. The dome assembly was changed and the pump functioned as intended. The operating manual outlines the procedure for locating the possible causes for a "volume loss/balloon slow" alarm. The routine maintenance schedule addresses this issue in "recharging the safety dome." Co believes the appropriate maintenance of this device could have prevented this event and do not attribute ot to the device.